Event description:
It was reported that the patient presented to the ER symptomatic, with an intrinsic rate in the 30s bpm. The device had no telemetry, no magnet response, and no signs of pacing could be observed. The device had also migrated sub-axilary on the left side. This device is included in the field advisory for submuscular implants, however, the implant location of the device is unknown. It was also noted at the last device interrogation in 2006, that the device had an estimated remaining longevity of 12 months. The device was explanted, and no further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry, consistent with the reported field experience. The no output and no telemetry conditions were the result of lifted hybrid bond wires. It was reported that the patient presented to the ER symptomatic, with an intrinsic rate in the 30s bpm. The device had no telemetry, no magnet response, and no signs of pacing could be observed. The device had also migrated sub-axilary on the left side. This device is included in the field advisory for submuscular implants, however, the implant location of the device is unknown. It was also noted at the last device interrogation in 2006, that the device had an estimated remaining longevity of 12 months. The device was explanted, and no further patient complications were reported as a result of this event. Electrical tests performed actual device involved in incident was evaluated mechanical tests performed visual examination component/subassembly failure (select specific code from category d) wire device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy migration output, none pace, failure to.